Event description:
Hill-rom received a report alleging that the vest unit smoked.

Manufacturer narrative:
An evaluation of the unit was conducted. Hill-rom determined the ac filter to be damaged, but no signs of smoke or overheating were observed.